Manufacturer narrative:
Quality controls were acceptable. The field service engineer determined there was an issue with the measuring cell and it was replaced. The analyzer is working within specifications after this action was performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys ca 19-9 on a cobas 6000 e601 module. The first patient sample also had discrepant results for elecsys ca 125. The first patient's sample initially resulted in the following values: ca 19-9 = 970.2 u/ml ca 125 = 31.6 u/ml. The doctor questioned the initial ca 19-9 value as it was too high and did not match the patient's clinical symptoms and other test results. A new sample was collected from the first patient on (B)(6) 2025 and this resulted in a ca 19-9 value of 4.0 u/ml. Based on the difference in results between the samples collected from the first patient, the customer repeated the original sample from (B)(6) 2025, resulting in the following values on (B)(6) 2025: ca 19-9 = 3.4 u/ml, 3.6 u/ml, 4.52 u/ml ca 125 = 15.6 u/ml, 17.6 u/ml. The customer then repeated additional patients' samples originally tested on (B)(6) 2025. The repeats were performed on (B)(6) 2025. Four additional patient samples had discrepant ca 19-9 results. The second patient sample initially resulted in a ca 19-9 value of 16.5 u/ml and it repeated with values of 39.42 u/ml and 17.28 u/ml. The third patient sample initially resulted in a ca 19-9 value of 287.4 u/ml and it repeated with values of 30.64 u/ml and 33.59 u/ml. The fourth patient sample initially resulted in a ca 19-9 value of 239.8 u/ml and it repeated with values of 139.7 u/ml and 128.3 u/ml. The fifth patient sample initially resulted in a ca 19-9 value of 47.3 u/ml and it repeated with values of 71.3 u/ml and 48.2 u/ml.

Manufacturer narrative:
The ca 19-9 reagent lot number was 847598 and the ca 125 reagent lot number was 857263. The reagent expiration dates were requested, but not provided. The investigation is ongoing.